Event description:
It was reported that during unrelated procedure, the set screw on the implantable cardioverter defibrillator could not be tightened on the right ventricular connector port. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Manufacturer report 2017865-2018-18631, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).